Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported "fibrous capsular contracture," baker grade unknown. Healthcare professional later reported baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as fold flaw opening. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures non-penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. Healthcare professional later reported "fibrous capsular contracture," baker grade unknown. Healthcare professional later reported baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 11/27/2024. Additional, changed, and/or corrected data: b5, h11.